Manufacturer narrative:
(B)(4).

Event description:
During index procedure the patient had one resolute integrity drug-eluting stent implanted to the lad. Approximately 6 months later the patient suffered a stroke. Investigator indicated the reported event was not related to the study device.